Event description:
It was reported that the implantable neurostimulator (ins) battery site was uncomfortable (pain at the device pocket) for the patient when recharging. There were no reported diagnostics or troubleshooting that were performed and the cause was not determined. The ins battery was then moved to the patient¿s abdomen. The patient status at the time of the report was noted as ¿alive no injury¿. Follow up information received 4 days later confirmed that the date of the revision procedure to move the ins battery was (B)(6) 2014. Reported troubleshooting involved an office visit for the patient to observe the device site. It was determined that the event was caused by the ins being placed too close to the leads which happened to be too close to the rib causing the patient¿s pain. Following the revision, the patient was reported as doing well and recovering. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).